Event description:
It was reported that the fiber could not be recognized. The fiber was replaced, and the procedure was completed without patient complications. Analysis of the returned fiber identified a fiber break between the input connector and fiber control knob. Therefore, reportability criteria is met based on this analysis finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber card data showed the fiber was not expired and the fiber was recognized, therefore the initial reported clinical observation was not confirmed. Visual analysis identified a fiber body break between the input connector and the control knob. The fiber tip was in good condition. Testing with the hene (helium-neon) laser fixture identified a fiber break located proximal to the control knob and near the connector. It is probable that excessive manipulation during insertion of the fiber into the scope contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.